Event description:
Customer reported that after changing the infusion set, the act and escape buttons became unresponsive. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked connector on the display board. The insulin pump was received with a cracked display window at bottom right side corner, a cracked case at the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.